Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that last week she had problems with the quick sets and had 3 bad quick sets in a row. Customer stated that the tubing was getting caught on the serter and when she went to remove the serter, the entire needle came out. Customer also had issue with another set where the tubing was not attached to the site. Customer's blood glucose was in the 500's mg/dl. Customer treated with an injection at school and again when the site was changed later that night.